Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-03394. It was reported the patient did not receive adequate stimulation coverage from his scs system. Subsequently, the patient underwent surgical intervention where the 2 model 3186 leads were explanted and replaced with a single model 3228 lead. The patient reported effective coverage postoperative and the reported issue is now resolved.